Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated that the lift lowers down with weight. Dealer stated the end user was in the lift at the time in which the pump was not holding.